Manufacturer narrative:
Additional information was received on 8/20/2018 indicating the manufacture date of 2/8/2018 and the expiration date of 8/8/2019. Corresponding fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Since no serial number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 external refpatch 6 pack (model# d-1283-02, lot# ll016086). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with an smartablate¿ system rf generator and suffered a 3rd degree skin burn. It is unknown if medical/surgical intervention was required. At an unknown phase of the procedure, post-burn skin necrosis was noticed on the lower back of the patient. Physician believes the lesion is potentially related to a non bwi patch. There is no information regarding patient outcome, extended hospitalization, generator information such as serial #, and parameters at the time of injury. Multiple attempts have been made to gain clarification on this complaint. However, no further information has been made available. The issue of 3rd degree skin burn has been assessed as reportable.